Event description:
Expelled this jada device/was expelled again [device expulsion], coughed/coughing twice [cough] , device was reinserted [wrong technique in device usage process] . Case narrative: this spontaneous report originating from the united states was received from a registered nurse via clinical education specialist (ces), referring to a 41-year-old female patient. The patient's concurrent conditions included hospitalization, multigravida, and multiparous (reported as "current pregnancy was 7th pregnancy"). The patient's medical history included pregnancy and had vaginal delivery. The patient's concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On (B)(6)2023, the patient was inserted with vacuum-induced hemorrhage control system (jada system) 2.0 (device number 1) via intrauterine route by health care professional (hcp) for postpartum hemorrhage (postpartum haemorrhage) with 120ml sterile fluid. It was reported that the device came with a blue seal valve, kit, and green carton. No further details were known regarding placement. On (B)(6) 2023, the patient was coughed (cough) and the vacuum-induced hemorrhage control system (jada system) (device number 1) was expelled (device expulsion). On the same day, the second vacuum-induced hemorrhage control system (jada system) (device number 2) was placed (captured in # (B)(4). It was reported that patient had a large vaginal vault due to this being the patient's 7th pregnancy. The patient sought medical attention. The device was not reinserted for any reason. Ces stated it was reported the patient lost 4000ml of blood, unknown if that was prior to any vacuum-induced hemorrhage control system (jada system) use or total blood loss. The availability of vacuum-induced hemorrhage control system (jada system) (device number 1) was unknown. For vacuum-induced hemorrhage control system (jada system) (device number 1) lot number and serial number were not provided. The outcome of cough was reported as recovering. The reporter's causality assessment was not provided. Upon internal review, the event of device expulsion was determined to be medically significant. This was one of the three reports received from the same reporter referring to same patient. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (there patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan.). Follow-up information has been received from the registered nurse on 05-jul-2023. The reporter stated that vacuum-induced hemorrhage control system (jada system) (device number 1) was filled to the recommended 120 ml and the patient was able to expel the device when the patient coughed and device was reinserted (wrong technique in device usage process, onset date: 28-jun-2023), vacuum-induced hemorrhage control system (jada system) (device number 1) then was expelled again when the patient coughed. Reporter stated the patient had multiple pregnancies causing a larger than normal vaginal vault. The reporter stated that the device was not considered a quality product for mothers that have had multiple pregnancies. This case was one of the three reports received from the same reporter (previously considered as "same reporter referring to same patient"). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2023-00077. We will be retaining the old case (B)(4) MFR number- 3002806821-2023-00077 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case(B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2023-00077. We will be retaining the old case (B)(4) MFR number- 3002806821-2023-00077 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case o2503usa001021.